Event description:
Pregnancy with iud [pregnancy with contraceptive device]. Delayed removal of intra-uterine device (removal of iud) [intra-uterine contraceptive device removal]. Miscarriage [abortion spontaneous]. False negative pregnancy test [false negative pregnancy test] (B)(6). Case description: spontaneous adverse event report was received on (B)(6) 2008, from a nurse at an obgyn clinic regarding a female patient (otherwise unidentified). The patient's medical history is significant for an intra-uterine device (iud) placed four years ago [unk-2004]. On (B)(6) 2008, the patient tested positive using a home urine pregnancy test. On the same day [(B)(6) 2008], the osom hcg combo test (lot 081404) was used by the reporting obgyn clinic to re-test the patient for pregnancy. Twice, the patient's urine sample tested negative. A serum human chorionic gonadotropin (hcg) quant was drawn, but the result was not available until the next day [(B)(6) 2008]. At noon on (B)(6) 2008, the patient performed another home urine pregnancy test which tested positive. An hour later [1:00 pm], the patient's urine was collected by the reporting obgyn clinic which again tested negative using two different osom hcg combo test kit lot numbers (lots not specified). On (B)(6) 2008, the patient's hcg result from (B)(6) 2008, was 63 miu/ml which confirmed pregnancy and the iud was removed. According to the reporter, the false negative results from the osom hcg combo test impacted patient care as the iud would have been removed on (B)(6) 2008, had the test result been positive. The patient's urine sample, approximately 40 mls from (B)(6) 2008, was sent to the manufacturer for investigation. Concomitant medications were not provided. The reporting nurse assessed the relationship between the negative results from the osom hcg combo test and the delayed removal of the patient's iud was assessed as definitely related. On (B)(6) 2008, the reporting nurse provided follow-up information regarding the patient's pregnancy. On an unspecified date, described as a few days following the initial report [(B)(6) 2008], the patient experienced a miscarriage. According to the reporter, the patient's serum hcg continued to rise over 100 miu/ml before the miscarriage. The relationship between the negative results from the osom hcg combo test and miscarriage was not provided by the reporting nurse.

Manufacturer narrative:
Evaluation summary: on (B)(6) 2008, and (B)(6) 2008, testing was performed with retain kit lot number 081404. The retain kit performed within test line and control line release specifications for controls tested. Additionally, testing using the patient's urine sample was performed by the manufacturer. The patient's sample gave positive results for retain kits lot number 081404 and 081165. The patient's sample gave a negative result for quidel (competitor kit). The patient's urine hcg quant was 1.2 miu/ml.